Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. Device evaluated by MFR.: promus element plus mr ous 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage to proximal struts 1-4. Proximal strut segment 4 was lifted and bent in a distal direction, proximal strut segments 1-3 were damaged and misaligned. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo target lesion was located in the right coronary artery. A promus element plus stent was advanced but failed to cross despite the large adequate pre-dilation with a large diameter balloon. When the stent was removed, it was noted that several struts were sticking out at a dangerous angle on opposite sides of the stent. The procedure was completed with a different device. No patients complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo target lesion was located in the right coronary artery. A promus element plus stent was advanced but failed to cross despite the large adequate pre-dilation with a large diameter balloon. When the stent was removed, it was noted that several struts were sticking out at a dangerous angle on opposite sides of the stent. The procedure was completed with a different device. No patients complications were reported and patient's status was stable.